Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed in conjunction with an 0x42 alarm, indicating rotational sensor minimum pulses between safety sensor trans. First prime ended prematurely, lasting 20 pulses. Rotational malfunctions and an 0x42 alarm were both replicated in a rerun. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational malfunctions, 0x42 alarm, and subsequent reported needle mechanism failure.